Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06368. It was reported the patient's leads pulled out of the header and migrated. The patient underwent surgery were the physician reconnected the leads and moved the leads back into the peripheral tissue. Therapy was restored and the patient's issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06368. Note: the patient received 2 leads from the same lot number. It was reported the patient's stimulation was not providing complete coverage of the established pain pattern. The patient also reported stimulation at the ipg site. An sjm representative interrogated the system which revealed low impedance values. The patient reportedly received intermittent stimulation from one of the leads. Images were taken which revealed the other lead had pulled out of the header. Surgical intervention may be taken to address the issue.